Manufacturer narrative:
No product was returned for investigation. The cause of the reported bleeding was not determined due to insufficient clinical details and no product returned.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hemolysis. The pump was repositioning. Impella support continues.